Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, during a routine replacement of the peg-j tubing, the patient experienced 2 episodes of cardiac arrest. The patient was hospitalized in the intensive care unit (ICU). According to the healthcare provider who reported the event, the episodes of cardiac arrest were probably due to atrioventricular (av) block.